Event description:
It was reported that a leak occurred at the connection site of the minicap extended life pd transfer set with twist clamp and the locking titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.